Event description:
The customer obtained multiple non-reproducible, higher than expected vitros trop I es results (patient (B)(6) = 0.175 vs. Expected result <0.012 ng/ml; patient (B)(6) = 0.193 vs. An expected result<0.012 ng/ml) from multiple patient samples run on the vitros 5600 system. Patient (B)(6) result was reported from the laboratory. Biased results of the magnitude and direction observed may lead to inappropriate physician action. However, patient 1 sample was repeat tested. Corrected report was issued for patient (B)(6). Patient (B)(6) sample was repeated prior to reporting per customer policy. There was no allegation of patient harm as a result of this event. This report is number one of two MDR's for this event. Two 3500a forms are being submitted for this event as two devices were involved. (B)(4).

Manufacturer narrative:
The investigation determined that multiple non-reproducible, higher than expected vitros trop I es results were obtained from multiple patient samples run on the vitros 5600 system. An ocd field engineer performed service actions and replaced the sample metering pump subsystem of the analyzer. Precision testing following service verified that the equipment was returned to expected operation. A definitive root cause for the event could not be determined. However, sample processing, analyzer performance or reagent performance could not be ruled out as potential contributing factors.